Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: received product consisted of a sterling me balloon catheter with a stopcock attached to the device. The device was bloody with the balloon loosely folded. There was blood in the wire lumen (shaft), and fluid in the balloon and inflation lumen (shaft). The tip, balloon, proximal bond, inner/outer shaft were microscopically and visually inspected. Inspection revealed shaft damage that started 12 cm from the tip for 20 cm. Inspection of the rest of the device found no other damage or irregularities. Functional testing consisted of attaching an inflation device (filled with water) to the sterling catheter and applying positive pressure. The device was inflated to rated burst pressure. The balloon inflated and held pressure for 5 minutes, without leaking.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After crossing a guide wire, 6.0mmx100mmx150cm sterling balloon catheter was advanced for dilatation. However, upon initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured due to severe calcification. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. After crossing a guide wire, 6.0mmx100mmx150cm sterling balloon catheter was advanced for dilatation. However, upon initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured due to severe calcification. The procedure was completed with another of the same device. No patient complications were reported.